Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, tubing break on gray tubing from reservoir to pump. The break occurred right at the junction above the thick portion of reinforced tubing near pump.

Manufacturer narrative:
A titan pump, two cylinders, and a reservoir were received for analysis. A separation was noted in the pump inlet tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed confined abrasion on the back of the inlet tubing/strain relief junction, indicating that the area was kinked and abrading against itself for an extended period. Testing revealed this to be a site of leakage. Microscopic evaluation revealed partial separations within abrasion on both cylinder exhaust tubes. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion noted on both cylinder exhaust tubes, and the cylinder 1 strain relief, indicating repetitive contact between surfaces. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on the exhaust tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to kink the pump inlet tubing allowing the pump inlet tubing to abrade against itself resulting in a separation. A separation of this type may then allow the loss of fluid, rendering the device inoperable. Reviewed lot# for complaint trend, nonconforming reports and capas. No trends noted.